Manufacturer narrative:
According to information provided by device distributor, there was potential issue with installation as neoprene pad for post could not be located on site. Additional information will be provided upon conclusions of the investigation.

Event description:
Arjo was informed by device distributor about event on arjo easytrack 2-post installation system and non-arjo ceiling lift. During transfer from bed to chair, the easytrack came away from the ceiling and fell down. The resident was caught in the strapping of the lift and had to be cut free, but did not sustain any injury. The caregiver was struck on the head by the installation, sustaining minor head wound. After transfer to hospital, stitches were applied.

Manufacturer narrative:
On (B)(6) 2019, 2019 arjo was informed by (B)(4), device distributor, about event on arjo easytrack 2-post installation system used together with invacare robin, non-arjo ceiling lift. During transfer from bed to chair, the easytrack came away from the ceiling and fell down. The patient was entangled in the ceiling lift straps and the caregivers needed to cut the straps in order to release them. Fortunately, the patient did not sustain any injury. The caregiver was struck on the head by the installation, sustaining head wound. After transfer to hospital, stitches were applied. Statistical analysis of the reportable events registered during the last 5 years (related to easytrack system collapse) revealed that there is no trend. The installation involved in the event was assembled at the customer facility by (B)(4), third party service provider, distributed by (B)(4) (also third party company). The post that failed with model number 700.10500 and serial number (B)(6) was manufactured by arjohuntleigh magog, canada on (B)(6) 2012. Easytrack portable system consists of the extendable track supported by two posts, also extendable. Each post stand on the foot plate and is wedged with a ceiling plate, to persist stability. Additionally, the foot and ceiling plates are equipped with neoprene paddings in order to prevent the installation rails from slipping. After event the device was returned to distributor for inspection. Based on their analysis, the easytrack installation collapsed due to one or more of the following reasons: 1. Distorted installation parts (track or rail) might not engage precisely with the 2 post column, however observed distortion might be a result of the collapse. 2. Impact to one or both of the two post columns causing it to detach from ceiling. 3. No compression rubber pads fitted to one of the column posts indicates potential slippage risk. 4. Two post columns may not have been correctly tension locked between floor and ceiling what could indicate installation error. 5. Ground floor and/or ceiling not meeting the requirements for the fixing of the two post columns. 6. Potential overload of system - however information about patient's weight was not shared. 7. Off center lifting of the patient might have caused easytrack instability and slippage. 8. Non (B)(4) product (invacare robin) used with easytrack 2-post track system might not be compatible. It should be noted that neither distributor, nor manufacturer, approved the combination of this installation and ceiling lift to be used together. 9. Care assistance might be not suitable trained in patient transfer, however the instructions for use was supplied with product. 10. It is unknown what sling type was used, but this could also influence the system stability. Basing on our product knowledge and analysis of the previous complaints, all the above scenarios are plausible. But due to the fact that reaching end user was not possible, none of them could be verified. Easytrack system 2-post assembly instructions for use (document number (B)(4) dated on (B)(6) 2014) which is delivered with each portable installation, give guidelines how to check, install and test the installation prior use. "Warning: proceed with the inspection of the easytrack system before installing. Refer to "care and maintenance" on page 12. Failure to do so may lead to injury." "Before installing: carefully inspect all the components. If any pieces are missing or appear damaged - do not assemble. Contact your local arjohuntleigh agent for further instructions." If the user follows every guideline given in the IFU, there is a very low possibility of any potentially risky situation to occur. To sum up, there was a technical deficiency found within the device, that could have caused reported event, but with limited information gathered, root cause cannot be stated with certainty. The easytrack portable system was being used with a patient at the time of the event and played a role in the reported event. Serious injury was sustained by the caregiver.